Event description:
It was reported the patient was placed in a bed with a glissando gliding mattress and left unattended for an unspecified amount of time. The patient was later discovered deceased, on the floor in a seated position, with their head and neck entrapped in the bed rails. No further information was available at this time.

Manufacturer narrative:
Please reference voluntary report (B)(4) for additional information.